Manufacturer narrative:
Required date of follow-up #1 was omitted in error. Date received by manufacturer is 15-aug-2011.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the reported readings and treatment are inconsistent with the reported diagnosis of dka.

Event description:
Customer reported that on (B)(6) 2011 she received a reading of 106 mg/dl on her freestyle lite blood glucose meter. She further reported subsequently experiencing disorientation, tremulousness, confusion and a seizure, which resulted in a loss of consciousness. Customer also noted suffering memory loss, "losing a whole day" and a headache. Paramedics were called and transported customer to a local healthcare facility, but did not provide any treatment at the scene. At the hospital, a reading of 205 mg/dl was received approximately 35 minutes after the reading from the adc meter. Customer was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). It was further reported that because she was dehydrated, from the high glucose, the hospital was unable to start an intravenous infusion. Customer denied being given insulin, but noted receiving other, unknown, medications in addition to receiving clonazepam (klonopin) and prozac. Customer self-treated with lorazepam (ativan), sinergin (an herbal treatment) and tylenol. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.